Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she had not performed undergone essure confirmation test.". The patient's past medical history included gravida I. Concurrent conditions included neoplasm, nabothian cyst and anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal menorrhagia") and menorrhagia ("abnormal bleeding vaginal menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: transvaginal pelvic ultrasound:markedly thickened endometrium. Neoplasm would be unusual in a patient of this age. There appears to be a massively enlarged nabothian cyst or some other form of cyst involving the cervix. The tubular structure in the left adnexal region may represent a hydro salpinx or pyosalpinx. The ovaries are normal. Gyn referral is advised. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she had not performed undergone essure confirmation test.". The patient's past medical history included gravida I. Concurrent conditions included neoplasm, nabothian cyst and anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal menorrhagia") and menorrhagia ("abnormal bleeding vaginal menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: transvaginal pelvic ultrasound:markedly thickened endometrium. Neoplasm would be unusual in a patient of this age. There appears to be a massively enlarged nabothian cyst or some other form of cyst involving the cervix. The tubular structure in the left adnexal region may represent a hydro salpinx or pyosalpinx. The ovaries are normal. Gyn referral is advised. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and mr received, patient demographic information, relevant information and event psychological or psychiatric problems condition: depression and mental anguish, abnormal bleeding and vaginal menorrhagia and she had not performed undergone essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.